Manufacturer narrative:
Section d4 & h4: additional information manufacturer's investigation conclusion: a direct correlation between the reported vision loss and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The center reported that the patient complained of vision loss on (B)(6)2017. A CT scan of the head was negative for stroke and the center reported that they were unable to perform an MRI (more desirable test to confirm a stroke). The patient¿s ldh at the time of the vision loss was unchanged from its previous value. It should be noted that the patient was later admitted on (B)(6)2017 with ldh of 1600 u/l and concerns for pump thrombosis (investigated under (B)(4) the patient later experienced an embolic stroke due to a known thrombus in (B)(6) 2017, which progressed into a hemorrhagic stroke (investigated under (B)(4)). The patient reportedly expired on (B)(6) 2017 as a result. No autopsy was performed, and heartmate ii lvas, serial number (B)(6) was not explanted for evaluation. The hmii lvas IFU lists neurologic dysfunction as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Stroke and peripheral thromboembolic event are also listed as adverse events; however, it should be noted that the center reported that the patient¿s CT scan was negative for stroke after the reported vision loss in (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complaints of vision loss. The CT scan was negative for stroke however an MRI was unable to be performed due to the lvad placement. No additional information was reported.